Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was given functional testing. The reported issue could not be confirmed; the device kept its programmed settings during testing for an extended period of time. No issues were identified.

Event description:
Information received indicating that a smiths medical cadd ms3 pump lost its programming. No adverse effects reported.